Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 2.75 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage to the centre of the stent. Strut segment 6 from the proximal end of the stent was lifted slightly. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75x12mm promus element drug-eluting stent was advanced to treat the lesion; however, resistance was encountered. The device was removed from the patient and it was noticed that the mid stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75x12mm promus element drug-eluting stent was advanced to treat the lesion; however, resistance was encountered. The device was removed from the patient and it was noticed that the mid stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.